Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the device malfunctioned over the weekend. There was an abundance of drug powder built up on the label as well as the black carrier bag. Upon investigating, there was no residue in the cassette, which leads to the conclusion that the issue was the tubing. Not able to identify any holes, cracks, or tears in any portion of the system. No patient injury was reported.